Event description:
It was reported that two reliant balloons were used to address the type I endoleak in the proximal neck. The balloons were inflated opposing each other side/side and that may have caused the rupture of the endurant stent graft material.

Manufacturer narrative:
Method: film.

Event description:
Several flat film angio studies (bmp photographs) from the time of implant were reviewed as follows: the low resolution of the images did not allow for an adequate and detailed review. The ipsilateral limb and extension were found implanted into the right iliac; which crossed over the contralateral limb at the level of the distal aaa sac. The neck and stent graft aortic body were essentially straight in these images. Clear images during the bifurcate aortic body ballooning were not seen in the films, and no stent graft issues or any endoleak could be seen in the images provided. The next several images showed that the bifurcate had been re-lined with endurant aui via the ipsilateral limb. A fem-fem bypass had been placed. No stent graft issues or any endoleak was visible after the aui had been implanted. The cause of the reported type iii fabric endoleak reported post-ballooning of the bifurcate could not be determined from the provided films. CT images were not provided to assess for possible anatomical issues that may have contributed. It is possible that over-ballooning may have caused the fabric tear; however, this could not be confirmed (or ruled out) from the films.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft rupture). Conclusion: known inherent risk of a procedure (stent graft rupture).